Event description:
Procedure type: adrenalectomy. According to the reporter: the balloon could not be inflated. Another device was used. No bleeding occurred. Nothing fell into the pt cavity. No tissue was damaged. Operative time was not extended more than 30 minutes. No pt injury reported.

Manufacturer narrative:
(B)(4).